Manufacturer narrative:
(B)(6). The device was manufactured december 18, 2017 - december 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not infuse. This event occurred during patient use of the device. The infusor had been filled with fluorouracil 4200mg in sodium chloride 0.9%. The nurse flushed the line after removing the device from the patient and there was no blockage. There was no patient injury or medical intervention associated with this event. No additional information is available.